Event description:
During interventional procedure, needle cap loosens and does not stay attached to needle. The needle is not used during the procedure except to keep the syringe clean when not injecting medicine into IV line; it functions as a dead ender. This puts the rn at risk for needle stick injury. No injury occurred during this incident, but upon speaking with the nursing staff, one of the nurses stated she has been stuck more than once when the needle cap loosens. This problem happens frequently.